Manufacturer narrative:
The insulin pump received with no act button response due to corroded keypad traces. No check setting alarm noted. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer's blood glucose was 235 mg/dl. The customer stated that for about 9 hours, he had not touched the insulin pump at all. He reported that the insulin pump alarmed auto off, and he reported that he knew why since the device had not been in use for some time. He changed the battery and stated that it seemed everything worked fine; however, after he changed the battery, he noticed the keypad issues. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.